Event description:
Dealer states pilot valve is leaking. Per independent repair center statement, the unit is alarming or has a red light, leaking pilot valve was identified as the key failure; additional failures noted: leaking o ring and defective tie straps.